Event description:
Client advised that the replacement part on the lift had broke causing the daughter to all and fracture her leg. Manufacturer have been trying to communicate with the family's attorney to allow us to inspect the lift and this actuator. However, the attorney has not contacted the dealer or their adjuster. We did request that the lift be taken out of service and remain un-repaired until we are allowed to do an inspection of this product. This is the second incident involving the same lift and end user as one month ago. Reference MDR report# 2182305-2006-0014 dated 05/05/2006.